Manufacturer narrative:
The infection which occurred four months after the original surgery was not attributed to the implanted devices. Regarding the second surgery, the account manager ordered expedium core instruments. However, the implanted devices were expedium di and could not be removed with the core instruments. As a result, the surgical site was closed and surgery was rescheduled and performed with the correct expedium di instruments three days later. The instruments that were delivered were correctly identified and met specification requirements. The event was service-related and was not due to defective or deficient product. At this time, the complaint is considered to be closed.

Event description:
International affiliate reports that surgery was performed because of a late infection that occurred approximately four months after the original spinal surgery. When the patient was opened up in the or, it was realized that the wrong instrument kit had been delivered. The account manager had ordered expedium core instruments. However, the implanted devices were expedium di and could not be removed with the core instruments. This occurred on a friday. The surgical site was closed and surgery was rescheduled and performed with the correct expedium di instruments on the following monday. As an additional surgery was required because the wrong instruments were ordered and delivered, a medwatch report is being filed to document this event.